Event description:
As reported by customer, there was foreign material noted in the barrel of a 10ml angiographic syringe. This was noted during preparation, and the syringe was not used in the procedure. There was no patient injury or complications. The syringe is being returned for evaluation.

Manufacturer narrative:
While it has been indicated that the used device will be returned for evaluation, it has not been received by the MFR. Therefore, a failure analysis is not yet available. Upon receipt of the device/completion of the investigation, a follow-up medwatch will be submitted.